Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead threshold was high. The physician noted the device battery was consequently being depleted while performing a cryoablation procedure to address the patient's atrial fibrillation (af). The lead will be monitored in follow-up and no actions were taken; the lead remains in use. No patient complications have been reported as a result of this event.